Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the severely calcified and severely tortuous forearm vessel. The 4.0mm x 40mm x 40cm sterling balloon catheter was advanced to the lesion. On the first inflation, the balloon was inflated at 10 atmospheres. On the second inflation, the balloon ruptured when the inflation pressure was increased up to the rated burst pressure. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the sterling catheter was received inside a sterling shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 12mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).